Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / cramping / lower abdominal pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient started essure. The patient's last menstrual period was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), menorrhagia ("severe menstrual flow"), dysmenorrhoea ("severe menstrual cramping"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("upper abdominal pain") and vaginal infection ("vaginal infection"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, dysmenorrhoea, vaginal discharge, abdominal pain upper and vaginal infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, dysmenorrhoea, vaginal discharge, abdominal pain upper and vaginal infection to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain ("abdominal pain / cramping / lower abdominal pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage"). A hysterectomy was required to remove essure. Pregnancy with essure and abdominal pain are anticipated according to the reference safety information for essure whereas abortion spontaneous is unanticipated. After essure insertion, pelvic, back, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event shortly after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, no other circumstance was reported, then device ineffective was assumed and causal relationship between essure and the pregnancy cannot be excluded. Regarding the reported miscarriage, no gestational age was reported. Then, considering it is the most common complication of early pregnancy, due to maternal conditions and fetal chromosomal abnormalities, causality with essure is considered unlikely. This case was regarded as incident because surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain ("abdominal pain / cramping / lower abdominal pain"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage"). A hysterectomy was required to remove essure. Pregnancy with essure and abdominal pain are anticipated according to the reference safety information for essure whereas abortion spontaneous is unanticipated. After essure insertion, pelvic, back, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event shortly after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, no other circumstance was reported, then device ineffective was assumed and causal relationship between essure and the pregnancy cannot be excluded. Regarding the reported miscarriage, no gestational age was reported. Then, considering it is the most common complication of early pregnancy, due to maternal conditions and fetal chromosomal abnormalities, causality with essure is considered unlikely. This case was regarded as incident because surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.